Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that upon receipt of a cre balloon, a hole was noted on the pouch. There was no patient or procedure involved in this event.

Manufacturer narrative:
A visual examination of the complaint device revealed two holes at one side of the product label within the sterile package. The seals of the pouch were found to be intact and there were no other defects noted. Based on the condition of the returned device, the reported defect of hole in package was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that upon receipt of a cre balloon, a hole was noted on the pouch. There was no patient or procedure involved in this event.